Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the o2 gas module was replaced and returned for investigation. Simulated use test of the received o2 gas module has not reproduced the described customer issue with o2 concentration above set level. According to the returned device logs there were several alarms for high o2 concentration, but there were also alarms for high airway pressure. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. High airway pressure alarms are common during patient treatment. They can be patient related and/or due to parameter and alarm limits' settings. Our investigation has concluded that the most probable cause of the given alarms is traced to interaction of several parts within the o2 gas module, where it has been concluded that the solenoid has a contributing effect to these behaviors, but the root cause has not yet been fully established.

Event description:
It was reported that the ventilator alarmed frequently indicating that the o2 concentration was above set level. There was no patient harm. (B)(4).